Manufacturer narrative:
Additional, changed, and/or corrected data: a.3; b.3; g.1.

Event description:
Regulatory agnecy reported intracapsular rupture of the left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agnecy reported intracapsular rupture of the left device. The device has been explanted.